Event description:
It was reported that there was a leak from the reservoir tank when filling reservoir with water. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. The root cause of the reported issue was found to be faulty water tank gasket. It is unknown what cause the reported problem. The gasket was replaced. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).